Manufacturer narrative:
Guide sheath was returned to olympus medical systems corp. (Omsc) for evaluation. The guide sheath had the x-ray opaque chip removed. The tip of the tube was deformed into an elliptical shape. From the fixing marks of the x-ray opaque tip remaining on the tube, we confirmed the position where the x-ray opaque tip was fixed, but there was no abnormality. There was no deformation or crushing on the outer diameter of the x-ray opaque chip. The insertion part of the guide sheath was deformed and crushed at a position of about 20 mm from the tip. There were no other abnormalities that could lead to the event pointed out. The manufacturing record was reviewed and found no irregularities. From the condition of the actual product and the results of past reproduction studies, it is possible that the x-ray opaque chip has fallen off by the following mechanism. The biopsy forceps cup was not completely closed (including the state where the biopsy tissue was grasped) when moving it back and forth. The cup of biopsy forceps was caught on the x-ray opaque tip. The biopsy forceps are advancing and retreating with the biopsy forceps cup caught on the x-ray opaque tip. During that time, the x-ray opaque tip came off from the tube and fell off, causing deformation of the tube tip. However, the cause could not be identified. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during endobronchial ultrasonography with a guide sheath (ebus-gs) using the subject device, the following event occurred. It was confirmed that the x-ray opaque chip fell inside the patient when the procedure was completed and the gs was removed from the patient. The x-ray opaque tip was removed from the patient with biopsy forceps. After the removal, an x-ray examination was performed multiple times. As a result, it was confirmed that no part remained inside the patient. The intended procedure was completed with the subject device. There was no patient injury reported.